Manufacturer narrative:
(B)(4). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pale-colored adhering substance was found at the base of the haptic when an intraocular lens (iol) was set with balanced salt solution (bss) and immediately after the lens was implanted in the eye. They washed the foreign material with irrigation/aspiration (I/a), but the foreign material adhered to the lens and could not be removed. The size of the foreign material was reported to be the same diameter as that of the suctioning port of the I/a. There was no patient injury reported. The lens remains implanted as of to date and no product will be returned. On (B)(6), the doctor reported that the foreign material has disappeared from the patient's eye. No health hazard or patient injury was reported. No further information was provided.